Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) was 457 mg/dl. A correction bolus via the pump was delivered to address bg.